Event description:
It was reported by the patient that they were hospitalized due to seizures. The provider that provided care to the patient, stated that the device needs to be replaced likely due to battery depletion. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.